Event description:
It was reported that during a procedure to place a stent graft in a right upper arm fistula for a pseudoaneurysm, as the stent was deployed, it fractured and the dye was leaking out of the graft. The doctor then went to place a second stent graft in that one, and it was reported that the graft had migrated down approximately 1 to 1 1/2 cm. A second stent graft was placed in the original graft and there is no reported patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.